Manufacturer narrative:
Product analysis: analysis confirmed the customers comments as the atrial and ventricular patient connectors were broken. It was also noted that the hanger assembly was broken. The lower case was broken. The plugs were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair as the atrial and ventricular clips were not locking properly. The epg was returned for service. There was no patient involvement.